Manufacturer narrative:
H10: investigation of the customer's complaint of the device getting stuck is confirmed. The device in question, used in the procedure, is not available for evaluation by conmed. The device will not be returned for evaluation however photographic evidence has been provided. The image exhibits the reported claim, nevertheless a root cause cannot be established. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record a two-year review of complaint history revealed there has been a total of 21 complaints, regarding 22 devices, for this device family and failure mode. During this same time frame 840,312 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also per the IFU the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port's tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional product code is gcj. At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed reported issues with the ias5-120lp airseal port, unknown lot, that (B)(6) recently experienced on (B)(6) 2021. Information received indicates "they were about to gain access with initial visualization and insufflation in a case using a 5mm 120 mm airseal port and 5mm scope when the scope got stuck inside the port and obturator. The obturator broke and was completely stuck over the scope. There was no injury or cause for concern to the patient in the case. The scope was a stryker brand, scope serial number: (B)(4) model # 502-539-010. The surgeons name is (B)(6). Additional information obtained notes the issue occurred during a robotic hysterectomy. The scope was inserted into the 5mm airseal port for optical view initial insertion and initial insufflation. According to the facility, all of their size 5mm scopes are snug in the 5mm airseal port and this time one got stuck. It is believed the port was a tight fit for the scope and then got wedged and stuck, thus breaking the port from force of placing the scope and/or possibly when the surgeon attempted to remove the scope from the port. It is unknown if the scope was previously bent prior to placing it into the airseal port but there was no indication of the airseal port being damaged prior to use. The procedure was completed by replacing the 5mm airseal port for another port. They switched it for a size 8mm and used another scope. There was nothing unusual or of special concern noted regarding the patient's anatomy this report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to the breakage of the device.